Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and a cloudy peritoneal effluent, coincident with peritoneal dialysis (pd) therapy. The remedial treatment with vancomycin (intraperitoneally (ip), 1.5g every 5 days) and gentamicin (40mg, route and frequency not reported) was initiated and maintained. A few days later, the patient experienced a sudden worsening of the symptoms manifested by abdominal pain and cloudy effluent. The remedial treatment was changed to cefazolin (1g, route and frequency not reported) and gentamicin (60mg, route and frequency not reported), plus an unspecified treatment for pain, nausea and vomiting was prescribed (dose, route and frequency not reported). The patient improved and returned home. However, the patient maintained a cloudy effluent, abdominal pain, nausea and vomiting and was therefore, hospitalized. On the same day, the remedial treatment was changed empirically to vancomycin (ip, 1.5g, frequency not reported), meropenem (ip, 1g, frequency not reported) and amphotericin b IV (frequency not reported). The patient had no venous access available for hemodialysis, so the catheter removal was not considered at the time. A couple of days later, the patient passed away. The cause of the peritonitis was unknown, but was suspected to be due to an enteric pathology. Additional information was requested and was not available at this time.